Manufacturer narrative:
(B)(4). Insulin pump nit p-cap / reservoir locked properly in place and failed the self test due to a pump error 75 alarm, and unable to perform the displacement test due to a pump error 38 alarm during rewind. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, keypad overlay texture damage, cracked case on corner of belt clip rails, cracked case on battery tube, cracked keypad overlay, cracked battery tube threads, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. Moisture damage confirmed on the pcba 1, pcba 2, and force sensor. Rewind anomaly confirmed due to pump error 38 alarm. Pump error 75 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump returned for analysis.